Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the leak. The drain tubing from the white blood cell bath (vl131) was cut. The tubing was replaced, resolving the leak and the "h and h" check failures. (B)(4).

Event description:
The customer reported finding a leak of less than 2 ml under the hemoglobin (hgb) cuvette of the lh750 instrument. "H and h" check failures were recovered in connection with the contained leak. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event.